Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end (2 places at the distal end and proximal end of the stent). The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left ic-pc with a saccular morphology. Size of aneurysm: maximum diameter 5.3 mm, neck diameter 3.6 mm. Blood vessel diameter in the landing zone: distal side 3.1 mm and proximal side 5.1 mm. The patient¿s vessel tortuosity was strong. During the deployment of the ped, a 2-3 mm section from the distal end was not expanded. Expansion was encouraged by repeatedly performing long unsheathing and resheathing with the mc. Since the distal tip still did not expand, a strategy was developed to perform balloon pta after full deployment to achieve expansion. However, a non-expanding section (severe twist) also occurred on the proximal side. With twists in two locations, there was no assurance that the true lumen of the ped could be secured after full deployment. As the procedure had been conducted as usual, a device malfunction was pointed out by the doctor. The device was resheathed into the phenom27 and retrieved along with the phenom27. Dapt was performed (pru unknown). Postoperative findings related to blood flow contrast showed no problems. The pipeline was located in the tortuosity of the blood vessel (center location). Less than 50% of the pipeline failed to deploy. The pipeline was resheathed 3 or more times. No additional surgical intervention was noted. The stent was removed from the patient's body. The pipeline was resheath and collected along with the microcatheter. There were no patient symptoms or complications associated with this event.   Ancillary device: microcatheter phenom27 150 fg15150-0615-1s 230058601.

Event description:
Additional information received reported that the pipeline had been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no health impact to the patient following the procedure. In the deployment procedure, the pipeline was stored in a microcatheter and unfolded repeatedly. Stimulation of the stent with an intermediate catheter (catheter massage) was performed to resolve the failure. The cause of the pipeline failure was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield device was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal end of pipeline flex shield braid was not opened due to damaged braid. The proximal end of pipeline flex shield braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from phenom 27 catheter without any issue. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure to open at distal as the distal end of pipeline flex shield braid was not opened due to damaged braid. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. It is likely the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no post-procedural imaging was available.